Manufacturer narrative:
Internal file number - (B)(4). Device evaluated by MFR - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Evaluation summary: a visual inspection was performed on the returned device. The reported material deformation and unstable stent was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. Further interaction with the challenging anatomy during advancement/retraction of the device ultimately contributed to the reported unstable stent. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device was not returned and was discarded. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-right coronary artery that was mildly calcified, heavily calcified and 98% stenosed. Due to calcification, a rotablator was used and pre-dilation was performed using a 3.0 x 15 mm balloon. Upon advancement of the xience alpine 2.75 x 12 mm stent delivery system with resistance felt, some of the struts became misaligned and some were lifted. The stent became loose on the balloon however, it did not dislodge from the balloon, and no injury occurred to the patient. As the stent was only partially loose, no intervention was necessary to remove the device from the anatomy as it was simply removed. It is not known why the device failed to cross the anatomy. Another xience alpine and non-abbott stent were used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.